Event description:
The customer reported that the insulin pump alarmed no delivery. No blood glucose reading provided. Customer stated that she changed set and still will alarm no delivery. Customer will call back with insulin pump information. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.